Event description:
Reportedly, the catheter was inserted on the 15th of march at 2230, on the 19th at 0425 the pt was found standing by the bed with part of the catheter and bag in the bed. They were unable to find the missing part of the catheter. Reportedly, the pt underwent a cystoscopy, the rest of the catheter was found, but thrown away and was not available for evaluation. No surgery was required.